Event description:
Medium sized vcare used for uterine manipulation. Small white tab would not turn to tighten. Later while uterus was being extracted via vagina, the blue and green plastic pieces from the vcare broke apart while still inside the pelvis and the green cap still attached to the uterus. Doctor had to use a sponge stick to remove all parts including the uterus. All parts of the vcare accounted for. No harm to patient.